Manufacturer narrative:
The deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g12574) could not be detached though the detachment button was pressed. The cable (ecb000182-00/f69072) was replaced; but the coil could not be detached again. Before and after this coil & cable; other coils (details unknown) were detached with no problem. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. There was no resistance during advancement. The coil was safely removed. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: cable (ecb000182-00/f69072) other coils (details unknown) new cable (details unknown).

Event description:
The deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g12574) could not be detached though the detachment button was pressed. The cable (ecb000182-00/f69072) was replaced; but the coil could not be detached again. Before and after this coil & cable; other coils (details unknown) were detached with no problem. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. There was no resistance during advancement. The coil was safely removed.